Manufacturer narrative:
Added information to h6. The cause of the event was most likely due to patient factors/conditions.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 25mm magna valve implanted eight (8) years, 10 months, underwent valve-in-valve procedure due to degeneration and severe aortic stenosis. Patient presented with acute on chronic systolic congestive heart failure. Tavr was successfully performed with a 26mm 9755rsl transcatheter valve. Patient remained stable throughout.